Event description:
Per literature, it was reported that takotsubo syndrome occurred following a pulmonary vein isolation procedure. A 76-year-old woman underwent the pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation. While st-segment elevation and cardiac dysfunction were observed during the procedure, emergent coronary angiography showed no significant stenosis. The following day left ventricular wall motion was almost normalized with t-wave inversion and prolonged qt interval. The patient was diagnosed with takotsubo syndrome tts due to pfa and had a favorable course with conservative treatment alongside hospitalization. In addition to stopping a mirabegron, an angiotensin-converting enzyme inhibitor and a beta-blocker were initiated because left ventricular ejection fraction decreased to 35% to 45%. The patient's cardiac function improved within a day of onset, so the risk of left ventricular thrombus was low. Nine days later, the patient was discharged without developing heart failure and recurrent atrial fibrillation. No device is expected to return as this is from a literature review.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. It was not available because the event is from a literature article. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. It was not available because the event is from a literature article. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: based on the available information, although the product was not returned, it was determined that the cardiomyopathy and st segment elevation are related to patient condition. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave device confirmed that the event of cardiomyopathy and st segment elevation are known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported event of cardiomyopathy and st segment elevation are related to patient condition. The reported event of cardiomyopathy is related to the takotsubo syndrome present, which is a transient stress-induced cardiomyopathy and is reversible left ventricular dysfunction. The st-segment elevation is likely a manifestation of this cardiomyopathic process rather than an independent event. It is likely that the patient physiological response occurred as a result of the patient rather than the farawave catheter itself. There were no allegations of a device deficiency contributing to the reported adverse event, and the device has not been returned to bsc for analysis at this time.

Event description:
Per literature, it was reported that takotsubo syndrome occurred following a pulmonary vein isolation procedure. A 76-year-old woman underwent the pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation. While st-segment elevation and cardiac dysfunction were observed during the procedure, emergent coronary angiography showed no significant stenosis. The following day left ventricular wall motion was almost normalized with t-wave inversion and prolonged qt interval. The patient was diagnosed with takotsubo syndrome tts due to pfa and had a favorable course with conservative treatment alongside hospitalization. In addition to stopping a mirabegron, an angiotensin-converting enzyme inhibitor and a beta-blocker were initiated because left ventricular ejection fraction decreased to 35% to 45%. The patient's cardiac function improved within a day of onset, so the risk of left ventricular thrombus was low. Nine days later, the patient was discharged without developing heart failure and recurrent atrial fibrillation.